Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that during insertion the cannula needle, which the guidewire goes through, cracked (off) and slid into the patient. There was no reported injury. Additional information received (B)(6) 2022 reported, the hub broke off the cannula and slipped into the patient¿s adipose tissue; it (the hub) was dug out. There was no reported injury. Additional information received (B)(6) 2022 reported, the physician retrieved the broken pieces from the patient with hemostats. There was no reported injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the safety housing (pink color component) was on the opposite side of the cannula hub and the safety housing was unable to move back near the cannula hub. Inspection of the cannula,18g tw, component revealed that the component seemed secure in between the cannula hub and safety housing. However, the otn sheath (separated from the cannula assembly) appeared wrinkled, kinked, bent in multiple locations, and there were tool marks, bend marks and kinked marks. The reported event could not be confirmed as reported and the root cause is undetermined. The device history record for lot 30173264 was reviewed and the product was produced according to product specifications. All information reasonably known as of 07 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.